Event description:
Discordant, falsely elevated sodium results for several patients were obtained on the advia 1800 instrument. These results were reported to the physician. The patient samples were re-tested on another system and lower sodium results were obtained. These corrected reports were reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely elevated sodium results.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument. The fse completed a total service call. The fse ran 10 repeat ise cv runs on level 1 control with good results. The fse also ran 10 patient random samples on the advia 1800 and repeated the testing on another instrument and received matching results. Qc results were acceptable and the instrument operational. After evaluating the data and the instrument, the cause of the discordant, falsely elevated sodium results is unknown. The instrument is performing within specification. No further evaluation of the device is required.